Event description:
Failed to load the carto application after placement of the soundstar eco ultrasound catheter. We have been returning all of these catheters to the manufacturer. Several lots have been removed and replaced. Manufacturer notified, handled by hvc and added to tracker for trending and FDA reporting. Site reports. Clinical site reported back that manufacturer has not indicated what the problem is.